Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records but they will not be provided. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the patient had peritonitis, coagulase negative staphylococcus. No further information will be available.